Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. It was further reported the device was removed and the device was changed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site.

Event description:
It was reported the device leaked at balloon/cuff in patient. It was further reported the device was in use for 7 days before the event occurred.